Event description:
It was reported that insulin leaked from the reservoir and into the insulin pump. The blood glucose reading was 480 mg/dl, which the customer treated with a manual injection and bolus. Unable to troubleshoot since the customer did not have the reservoir that leaked, but she believed that it had leaked at the bottom of the reservoir; she noted fluid in the reservoir compartment. She stated that the leak occurred down where the plunger would be. She also reported that she had cataract surgery in may and that her blood glucose levels were high for over a month. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-20960.